Event description:
(B)(6) female experienced mva in 2004. The l5 fracture was treated with short segment posterior stabilization: l4-l5 in first stage followed by anterior l5 corpectomy, instrumentation and fusion. Anterior stabilization was done from l4-s1 with pedicle screw and rod, synthes universal spinal system. Anterior column reconstruction completed with harms mesh cage filled with bone graft. Patient had regular follow ups for 2 years. Radiographs showed signs of anterior fusion. After 5 years patient presented with complaints of occasional bleeding from rectum. Patient treated with medications. After 6 mo. Patient presented to ER with complaints of heavy bleeding from the rectum. Colonoscopy showed distal end of anterior rod eroded the wall of the sigmoid colon. CT scan showed erosion of left common iliac artery by the proximal end of the implant. Hardware was removed approximately 2009.explorative laparotomy and adhesiolysis was performed and showed perforation of the rectosigmoid colon by the distal end of anterior rod and proximal screw head was found to be eroding the left common iliac artery. Arterial reconstruction performed, low anterior resection anastomosis of the rectum along with diversion loop ileostomy. Post op period was uneventful, after 1 week uretric stent was removed, and after 6 weeks colostomy closure completed. Regular follow ups were completed and patient recovered from chronic anemia. The reporting product development engineer noted: the uss system is indicated for anterolateral fixation from t8 to l5. The images within the article show anterior placement from the lumbar spine to the sacrum. The off-label use contributed to post op complications described in the article. This is 5 of 7 reports for this event.

Manufacturer narrative:
Implant date approximately 2004. Explant date approximately 2009. E: et.al: c.s. Dhillon,ms,ortho, dnb,fnb spine, and mrinal b. Shetty,ms, ortho,dnb without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.